Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, stent damage occurred. The 80% stenosed and progressive lesion was located in the proximal left circumflex (lcx) artery. Vascular access was obtained through the radial artery. Upon attempting to insert the taxus liberte 20mm x 4.50mm paclitaxel-eluting coronary stent system across the lesion, significant resistance was encountered and crossing was unsuccessful. After removing the stent delivery system from the guide catheter, it was noted that the stent strut was a little crushed. The procedure was completed with another of the same device. No patient injuries or complications were reported as a result of the event. The patient's status was reported as stable.

Manufacturer narrative:
Visual and microscopic examination of the returned device revealed distal stent damage. Some of the struts were misaligned. This type of damage is consistent with the device encountering some form of restriction during the insertion of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A labeling review identified that the device was used per the taxus liberte directions for use (dfu). However, the complaint report states that the lesion had 80% stenosis present. This could be a potential contributing factor to the complaint incident. A review of the manufacturing records for this batch shows that the device met its material, assembly and product specifications. The most probable root cause was attributed operational context due to the anatomical and or procedural factors encountered during the procedure.